Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual and functional evaluations were performed. Unable to download the event history log due to alarm message error code 1260 on the pump display. The primary problem of error code 1260 was duplicated. Found microprocessor unit board clock battery lead contact was pulled off, causing the alarm message displayed error code. Most probable cause was faulty microprocessor unit board and it was replaced. The device passed all functional tests after the repair.

Event description:
It was reported that the device was alarming error code 1260. There was no patient involvement.